Manufacturer narrative:
Device avail for eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Unit returned in a generic plastic bag. The unit returned has wire broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents the body broken. Moreover, the distal section was not returned(38.1 approx.). All the outer diameter (od) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-04700. It was reported that catheter removal difficulties and guide wire detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm str pt²¿ guide wire was advanced to the lesion with resistance. A 2.5mm/220mm/150cm coyote¿ balloon catheter was selected and advanced to dilate the target lesion. However, the physician encountered resistance and noticed that the balloon was not advancing. Upon fluoroscopy, it was found that the balloon was getting tangled with the guide wire at the trifurcation and the whole system eventually became stuck. An attempt was made to inflate the balloon; however, this was not successful as the balloon lost pressure. Attempts were made to remove the devices. Under fluoroscopy, it was noticed that the balloon was damaged and the guide wire was broken. During removal, a part of the guide wire was left in the anterior tibial artery and part of the popliteal artery. Following several attempts, a recovering technique was used and the guide wire could be removed with some difficulties. The procedure was completed with a new system; however, the tibial could not be opened due to the lesion was ¿very tough.¿

Event description:
Same case as MDR ID #: 2134265-2014-04700. It was reported that catheter removal difficulties and guide wire detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm str pt²¿ guide wire was advanced to the lesion with resistance. A 2.5mm/220mm/150cm coyote¿ balloon catheter was selected and advanced to dilate the target lesion. However, the physician encountered resistance and noticed that the balloon was not advancing. Upon fluoroscopy, it was found that the balloon was getting tangled with the guide wire at the trifurcation and the whole system eventually became stuck. An attempt was made to inflate the balloon; however, this was not successful as the balloon lost pressure. Attempts were made to remove the devices. Under fluoroscopy, it was noticed that the balloon was damaged and the guide wire was broken. During removal, a part of the guide wire was left in the anterior tibial artery and part of the popliteal artery. Following several attempts, a recovering technique was used and the guide wire could be removed with some difficulties. The procedure was completed with a new system; however, the tibial could not be opened due to the lesion was ¿very tough¿.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).